Event description:
High impedance was observed on a patient's device during a clinic visit. Diagnostics performed during the first follow up visit after initial implant surgery were within the normal limits; however, when the high impedance was identified, only 0ma output current was being delivered. Per the company representative, the patient was not known to have experienced any trauma or manipulated the device prior to the observed high impedance. X-rays were reviewed by the neurologist, and no abnormalities were identified with the lead. The x-rays were not reviewed by the manufacturer. The patient was referred to the implanting neurosurgeon. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent surgery to remedy the high impedance. It was confirmed that the lead pin was not fully inserted into the generator header. During surgery, impedance testing was performed on the generator and confirmed that the device was functioning properly. The lead was then reinserted into the generator, and system diagnostics were within the normal limits. No additional relevant information has been received to date.